Manufacturer narrative:
On may 12, 2026, the mentor received the following additional information: the suspect device was implanted during a breast augmentation revision surgery. Date of event: october 30, 2025. Date of implantation: (B)(6) 2025. The product identity was determined as the following: lot: 9994830. Serial: (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed for both lots, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. D4: full UDI currently unavailable since the exact lot and serial of the suspected device cannot be determined with the available information. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast surgery with implantation of a 200cc mentor memorygel breast implant prosthesis. Post-operatively, the patient experienced left breast pain. Subsequently, she was diagnosed with left breast baker grade iii capsular contracture using ultrasound imaging. Additionally, the imaging noted a right breast cyst and mass without further indications. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. The information did not include the left and right designation for the provided device information, therefore the lot/serial numbers for both products are being provided. The catalog numbers are the same for both devices. Follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly. This report is for the right breast prosthesis.